Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately calcified right coronary artery. A 3.25mm x 15mm nc emerge balloon catheter was advanced for dilation. However, during second inflation at 19 or 20 atmospheres for 5 seconds, the balloon ruptured. The device was removed and completed the procedure with a non bsc device. There were no patient complications reported.